Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2006 including an ipg. It was reported that the pt's ipg was explanted and replaced with a smaller ipg due to discomfort and pain at the ipg site.